Manufacturer narrative:
Additional information was added to d10, h3, h4, and h6: h10: the actual device was received for evaluation. Upon receipt, visual inspection on the unit via the naked eye noted fluid inside the bag that contained the unit. When the unit was removed from the bag, the cause of fluid inside the bag was found to be untightened blue winged cap. No evidence of rupture was observed from the bladder. A functional leak test was subsequently performed, and no signs of leak were observed at the blue winged cap. Based on the analysis finding, the device was determined to be conforming product because no evidence of leak was found during the functional leak test. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a large volume infusor ruptured during filling. The device had been filled with 0.9% sodium chloride. There was no patient involvement. No additional information is available.